Event description:
Procedure type: inguinal hernia repair/tep. According to the reporter: upon using, it was noticed the tip of the distal end of device was missing. No bleeding. No tissue damage. Nothing fell into cavity. No patient harm. Operating room time not extended. The defective was discarded at the site.

Manufacturer narrative:
(B)(4).